Event description:
The customer reported in the medwatch form: "fluid removal rate and actual pt fluid from crrt did not match up. At 8pm received a negative 85f on actual pt fluid removed, which again did not match with removal rate. There was a concern with pt safety. Returned blood, re-calibrated crrt (continuous renal replacement therapy) machine. Re-primed and started over again."